Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option stemmed nonaugmentable tibial component size 4 catalog #: 00598603702 lot #: 63583688, nexgen lps-flex articular surface size ef 10mm catalog #: 00596403210 lot #: 63637622, nexgen option femoral component cemented size e right catalog #: 00576401552 lot #: 63616103. G2 - report source - foreign: event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is alleging harm caused by the device approximately seven (7) years following knee arthroplasty; however, the nature of the harm is unknown and no medical intervention has been reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.